Manufacturer narrative:
The device is not available for evaluation. Since lot number is unknown, a lot history cannot be performed.

Event description:
The customer reported a 0.2 micron filter that leaked chemotherapy (etoposide) between tubing and filter. There was no report of patient involvement or an adverse event.